Event description:
Incident description: physician went to place hemoclip and it malfunctioned in the patient leaving the clips open, which could be a bleeding risk. Second clip did the same thing. Both clips removed with roth net and forceps. Procedural note: one clean based ulcer was noted in the duodenal bulb measuring 10mm. One cratered duodenal ulcer with oozing hemorrhage (forrest class ib) were found in the first portion of the duodenum. This lesion was 15 mm in largest dimension. Area was successfully injected with 3 ml of a 1:10,000 solution of epinephrine for hemostasis. Coagulation for hemostasis using bipolar probe was successful. Hemostatic clip placement clips were placed from the same lot#, both defective, both removed from the patient. There were no complications.